Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reporting rupture diagnosed by MRI and ultrasound result showing "inflammation of the axillary lymph node". Device remains implanted. This relates to the right device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d2a, d2b, d4, d6b, g1, g2, g4, h4, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.